Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the implantable cardioverter defibrillator (ICD) exhibited crosstalk, oversensing of noise leading to inappropriate automatic mode switch. No resolution was performed. There were no patient consequences.